Manufacturer narrative:
It was reported that the device has been discarded. Without the device, codman is unable to conduct a proper investigation. Since a lot number has been provided, codman has reviewed the device history records. It was noted that the review of the device history records confirmed that the device conformed to all testing/manufacturing specifications when released to stock. If at some point, the device is sent in for evaluation, the complaint will be reopened. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Affiliate reported that during a vein stripping procedure, the tip of the instrument broke off. An x-ray and echogram was performed to try to locate the broken tip, which was unsuccessful. A lot number has been provided, however, the customer cannot confirm that the complaint device corresponds to the lot number provided.